Event description:
It was reported the customer reported "upon interrogation post mortem the pacemaker says ert/ replace pacemaker,but the battery voltage and impedance are fine." The cause of death and date of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the customer reported "upon interrogation post mortem the pacemaker says ert/ replace pacemaker, but the battery voltage and impedance are fine." It was suspected that this was "due to temperature drop from the fridge." The cause of death and date of death have been requested and not received.

Manufacturer narrative:
Asku